Event description:
It was reported that during a gastric bypass procedure, the trocar seal fell into the body cavity of the pt and was immediately recovered without injury to the pt. The trocar sleeve was replaced with another one and the procedure continued. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.